Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device check, lead safety switch (lss) had tripped on the right ventricular (rv) lead but it was not known when it occurred. When set to bipolar, noise and impedance measurement of 1,500 ohms was noted. Unipolar was 460 ohms and stable. Further, the field representative reported that there was a low, out of range, pacing lead impedance measurement of less than 200 ohms several months ago. The patient is not dependent. The physician will send the patient for x-ray. The rv lead remains in service. No adverse patient effects were reported.